Event description:
It was reported to the manufacturer in 2007, that a customer encountered problems during use of a stent. According to the customer: "during the procedure, the stent [device in question] would not deploy from the delivery catheter. Upon system removal, the stent [device in question] inadvertently deployed into the proximal vessel. Anatomy extremely tortuous." No patient complications were reported.